Event description:
The neck of the prosthesis is broken.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned (stem) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The hac coating was realized in (B)(4). Product analysis: visual analysis of the returned product (stem) shows a partial disappearance of hydroxyapatite which is normal because the body naturally absorbs and integrates the coating in the months following implantation. Osseointegration is found on the stem. Rupture of the neck of the prosthesis is confirmed. This prosthesis was associated with ceramic ball. This product been checked dimensionally at various sections ((B)(4)). The product is in conformity with its definition. X-ray analysis: the x-ray confirmed the fracture but did not provide enough information to identify the reason of the neck fracture. External laboratory analysis ((B)(4)): this analysis concluded that the rupture of this stem is due to a fatigue mechanism under stress of plane bending cycles type and not because of a bad raw material. The origin of the failure of this implant is the result of the presence of high flexion stresses. No hurt, no sudden variation of constraint was applied to this stem. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.